Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was repositioned to the same left side, but subpectoral. The patient's skin was very thin. The patient did not have a lot subcutaneous tissue. The crt-d remains active. No additional adverse patient effects were reported.